Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. An echocardio gram revealed a thrombus on the right atrial lead. The patient presented for device explant procedure as the pulse generator reached premature elective replacement. The device was explanted and replaced. The same lead was attached tot the new device. The patient tolerated the procedure well. Related manufacturer report: 2017865-2019-18383.